Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer went to emergency room and get hospitalized due to low blood glucose level and unconscious on (B)(6) 2020. Customer's blood glucose level was 24 mg/dl. Customer was treated with glucose tablet and food. Customer was using auto mode. Customer was alleging insulin pump for over delivering because insulin pump keeps on giving basal. The insulin pump will not be returned for analysis. The reservoir will not return for the analysis.